Event description:
An impella cp was inserted via left femoral artery in a 81 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the cp for coronary angioplasty procedure. Post procedure, while in the intensive care unit, the automated impella controller (aic) displayed several alarms for "impella in aorta", but the motor current was pulsatile and the device position confirmed by transthoracic echocardiogram. The false alarm will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the alarm, however the position was confirmed with no consequence to the patient and support. On day 3 of support, the family withdrew care and the patient expired. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d and the decision was made to withdraw care.

Manufacturer narrative:
Additional information was provided in d9 (date device returned to manufacturer, device available for evaluation?, is device returned to manufacturer?). B5. (Event description) was updated. Corrected information was provided in h3. (Device evaluated by manufacturer?) And h6. (Medical device problem code). False alarm: since data logs were not available from the field and no defects were noted on returned product, the cause of the false alarm could not be determined. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the aic displayed several impella in aorta alarms. Despite the alarms, motor current was noted to be pulsatile, and transthoracic echocardiography confirmed that the impella position was correct. No additional information was provided.

Manufacturer narrative:
Updated information: b3 event date updated. E1 removed initial reporter name. H1 was updated to death and was omitted in follow up #1.

Manufacturer narrative:
The following sections have been updated: b1-added adverse event, b2-selected death and added date of death, b4, g3, g6, h2, h6 and h11. Additional information was provided on the patient outcome stating that care was withdrawn and the patient subsequently expired.